Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk bi-ventricular defibrillator 2010-(B)(6); 6949 implantable tachy lead 2006-(B)(6); 5554 implantable pacing lead 2006-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold since implant. The lv lead was explanted and replaced. No patient complications were reported as a result of the event.